Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise on the right ventricular (rv) lead was noted. No further intervention was performed and the lead will continue to be monitored. The patient was stable with no adverse consequences.

Event description:
The lead was capped and replaced. The patient was stable with no adverse consequences.